Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) underwent surgical intervention to check impedance measurements. Reportedly, impedance values from the lead were all normal. However, visual inspection of the ipg revealed an issue with the header. As a result, the physician decided to explanted and replaced the ipg which resolved the issue. Concomitant devices and therapy date: (lead) unknown.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.corrected data: d1: initial device name misspelled. Proclaim is the correct device name.